Event description:
Received report from customer that tubing wasn't dripping correctly during an infusion of ciprofloxacin. A note received with product stated that an infusion was set up and the user watched it drip. When she returned because the medication was complete, the bag was full and the 0.9% carrier/flush was half empty. She tried restarting the infusion and the 0.9% carrier kept infusing. She ended up changing the secondary tubing and it worked fine. There was no report of pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report that a secondary set was not dripping correctly could not be confirmed. The set was visually inspected for holes/tears, incomplete bonding engagement, kinks and excessive solvent in the tubing. There were no anomalies observed. Functional testing performed could not replicate the customer's experience. The root cause of the customer's report that the set was not dripping correctly could not be identified.